Event description:
The pt reported blood glucose results of "64 mg/dl, 96 mg/dl, 107 mg/dl, 142 mg/dl, and 161 mg/dl" with the co meter, performed within 10 minutes of each other. The customer care agent (cca) verified that the test strips were within expiration date, stored properly, and not opened longer than the discard date. Pt was using the correct technique to clean the puncture area and apply the sample to the test strip. The calibration code and unit of measurement were set correctly. The cca walked the pt through two consecutive control solution tests and the results fell outside the specifications. The meter was replaced.